Manufacturer narrative:
This report is submitted on january 9, 2020.

Event description:
Per the clinic, the patient experienced a head trauma resulting in no connection to the implant.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2020, the patient was re-implanted with another device during the same surgery. This report is submitted on 3 september 2020.